Event description:
Our office has received over 30 reports for the same product smith needles ref 4292, 25x1 needles regarding them leaking as well as breaking off the syringe. We also received reports of health providers sticking patients with the needles and then upon retract, they breaking and getting stuck within the patients. Manufacturer response for smith ref 402558, smith (per site reporter). No response and no action. Manufacturer response for smith needle hypodermic needle-pro, 25gx1 in (ref 4292), smith (per site reporter). No response or action provided by sales rep.